Manufacturer narrative:
There was no patient involvement. PMA/510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova service representative noticed that the patient pump 2 was blocked. By manually rotating the pump, it was making a high frequency noise. The patient pump 2 was replaced and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The exact root cause in this case could not be identified. However, investigation of similar events showed that the issue is more likely associated to motor bearing damage. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that during maintenance a heater cooler system 3t displayed an error message on the patient side. There was no patient involvement.